Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040. Chronic catheter was allegedly experienced failure to infuse. This report was received from a single source. The alleged malfunction did not involve a patient. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: one device was returned to the manufacturer for the reported malfunction. As the lot number was provided a lot history review was performed. The investigation is confirmed for suction problem and unconfirmed for failure to infuse. A root cause could not be determined. The device is labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040. Chronic catheter was allegedly unable to be flushed. It was further reported that another device was used for the procedure. This report was received from a single source. This event had no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040. Chronic catheter was allegedly unable to be flushed. It was further reported that another device was used for the procedure. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.